Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valves. The fse replaced the buffer valves to resolve the issue. (B)(4).

Event description:
The customer reported the generation of an erroneously high ion selective electrode (ise) patient result on their au5800 chemistry analyzer. The result was not reported out of the laboratory; thus, there was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to and after the event. There was no report of injury or adverse event associated with this event. The customer provided data for one (1) patient sample.